Manufacturer narrative:
The reported event of therapy failure was not confirmed. The lead was received incomplete with only the stimulation end segment and terminal end lead segment being returned. The middle lead segment was missing. The lead was cut during the explant procedure. Microscopic inspection of the lead segments did not identify any fractures. Continuity of the lead body segments was measured from end to end of each wire. No opens were observed in any of the lead segments. Full testing of the lead could not be performed due to being received incomplete.

Event description:
It was reported patient experienced ineffective therapy. Attempts to reprogram were unsuccessful. As a result, surgical intervention was undertaken wherein the entire system was explanted to address the issue.

Manufacturer narrative:
Reporter phone number (B)(6). B3-date of event is estimated.